Event description:
Patient fell and suffered from a peri prosthetic fracture; therefore a new stem and uhr bipolar head was implanted once the original prosthesis was removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information was requested and if it becomes available will be submitted in a supplemental report.